Event description:
On april 4, 2009, the lay rptr contacted lifescan (lfs) alleging that the lay pt's one touch ultra meter powers off during use. The medical surveillance specialist was unable to contact the pt by phone and classified the complaint based on the customer care advocate (cca) documentation. The rptr said the meter power issue started the month prior. The data and result of the pt's last blood glucose result on the reported product were not provided. As a result of the issue, the pt allegedly increased her dose of medication; the medication name and dose was not identified, although it was noted that the pt routinely manages ER diabetes with pills, diet and exercise. The pt had a doctor's office visit a week later. The rptr indicated that the pt's sugar level was high; no specific symptoms or blood glucose test result obtained at the doctor's office were provided. The pt's hcp (health care professional) allegedly treated her with humalog 75/25/ insulin. The cca noted that the pt replaced the meter battery per the owner's manual and the meter shutoff before the automatic shutoff time. The pt's products were replaced. The complaint is reported because the rptr alleges that the lfs product powers off during use and afterward, the pt was treated with insulin by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.